Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal hydromorphone 20 mg/ml at minimum rate and bupivacaine 40 mg/ml at minimum rate. It was reported that the patient went in for a routine refill on (B)(6) "201" . A critical alarm had been audible for ¿a couple days¿ (from (B)(6) 2017). Telemetry confirmed that low battery reset and safe state occurred. Pump logs showed that the low battery reset occurred on (B)(6) 2017. Reported symptoms included increased pain. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The low battery reset and safe set was accurate. The patient missed their refill date the week before. The pump was refilled and set at minimum rate. The patient was fired from the clinic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was low. It was unknown what was in the reservoir the cause of the low battery reset and safe state was not determined. The patient¿s weight was unknown.